Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site. The ventilator failed pressure transducer and internal leakage tests during pre-use check. The pressure transducer printed circuit board (pcb) and was found defective and replaced. After replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The received device logs confirmed the reported failures at date of the event. No parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator failed pressure transducer and internal leakage tests during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).